Event description:
It was reported that the pt experienced loss of analgesia. Catheter evaluation under fluoroscopy and a rotor study were performed. A kink/occlusion was found in the subcutaneous section of the catheter. The pt underwent unspecified surgical intervention, and recovered without sequela. The pump contained morphine and bupivicaine.

Manufacturer narrative:
Results code used for the catheter.